Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced elevated blood glucose levels associated with an adhesive issue as the infusion set came out of their body due to poor adhesion on (B)(6) 2026.